Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. While mapping the left atrium, a decrease in blood pressure, st elevation, and reduced right ventricular wall motion were noted via transthoracic echocardiography (tte). Coronary angiography (cag) revealed air embolization in the right coronary artery (rca). The procedure was completed using the device, which is expected to be returned for analysis. The patient presented with paroxysmal atrial fibrillation (paf). Upon entering the room, the patient was in sinus rhythm (sr). After baseline measurements, a pre-map was made with faradrive and orion. Before completing the left atrium (la) map, a decrease in spo2 was observed. While considering ventilator setup to improve oxygenation, a wide qrs complex and a decrease in blood pressure were confirmed. During preparation for cag, shock vitality was observed, and intubation was performed after attempts to boost pressure with norepinephrine (nad) failed to produce a response. Cag showed slow flow (timi 1) in the rca and no delay in contrast in the left coronary artery (lca). Tte showed decreased right ventricular wall motion, suggesting right ventricular infarction due to air embolism. A 6fr guiding catheter was inserted into the rca, and after angiography, vital improvement was observed, indicating that the air emboli had resolved. Cerebral angiography was subsequently performed, revealing no air emboli on either side, and it was determined that acute treatment was unnecessary. Pulmonary vein isolation was performed with pfa as planned, completed in 32 applications. The procedure was completed successfully. After extubation in the cath lab, no paralysis was observed in limb movements, and the patient was monitored. After discharge from the ablation lab, the patient was readmitted to the hospital due to symptoms of spasticity and inability to write. Magnetic resonance imaging (MRI) findings showed asymptomatic cerebral infarction, but no symptomatic cerebral infarction. It is believed that the convulsions led to the patient's intubation, and plans were made to extubate the patient.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The patient codes of st segment elevation, embolism, air, and myocardial infarction are considered within the risk threshold of embolism, and ischemia stroke is considered within the risk threshold for surgical complications. Embolism, stroke/transient ischemic attack (tia), and patient code of hypotension are expected procedural complications addressed within the faradrive IFU.

Manufacturer narrative:
Additional inspection of the hemostatic valves found the internal valve torn approximately 0.938mm in length. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The patient codes of st segment elevation, embolism, air, and myocardial infarction are considered within the risk threshold of embolism, and ischemia stroke is considered within the risk threshold for surgical complications. Embolism, stroke/transient ischemic attack (tia), and patient code of hypotension are expected procedural complications addressed within the faradrive IFU.

Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. While mapping the left atrium, a decrease in blood pressure, st elevation, and reduced right ventricular wall motion were noted via transthoracic echocardiography (tte). Coronary angiography (cag) revealed air embolization in the right coronary artery (rca). The procedure was completed using the device, which is expected to be returned for analysis. The patient presented with paroxysmal atrial fibrillation (paf). Upon entering the room, the patient was in sinus rhythm (sr). After baseline measurements, a pre-map was made with faradrive and orion. Before completing the left atrium (la) map, a decrease in spo2 was observed. While considering ventilator setup to improve oxygenation, a wide qrs complex and a decrease in blood pressure were confirmed. During preparation for cag, shock vitality was observed, and intubation was performed after attempts to boost pressure with norepinephrine (nad) failed to produce a response. Cag showed slow flow (timi 1) in the rca and no delay in contrast in the left coronary artery (lca). Tte showed decreased right ventricular wall motion, suggesting right ventricular infarction due to air embolism. A 6fr guiding catheter was inserted into the rca, and after angiography, vital improvement was observed, indicating that the air emboli had resolved. Cerebral angiography was subsequently performed, revealing no air emboli on either side, and it was determined that acute treatment was unnecessary. Pulmonary vein isolation was performed with pfa as planned, completed in 32 applications. The procedure was completed successfully. After extubation in the cath lab, no paralysis was observed in limb movements, and the patient was monitored. After discharge from the ablation lab, the patient was readmitted to the hospital due to symptoms of spasticity and inability to write. Magnetic resonance imaging (MRI) findings showed asymptomatic cerebral infarction, but no symptomatic cerebral infarction. It is believed that the convulsions led to the patient's intubation, and plans were made to extubate the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. While mapping the left atrium, a decrease in blood pressure, st elevation, and reduced right ventricular wall motion were noted via transthoracic echocardiography (tte). Coronary angiography (cag) revealed air embolization in the right coronary artery (rca). The procedure was completed using the device, which is expected to be returned for analysis. The patient presented with paroxysmal atrial fibrillation (paf). Upon entering the room, the patient was in sinus rhythm (sr). After baseline measurements, a pre-map was made with faradrive and orion. Before completing the left atrium (la) map, a decrease in spo2 was observed. While considering ventilator setup to improve oxygenation, a wide qrs complex and a decrease in blood pressure were confirmed. During preparation for cag, shock vitality was observed, and intubation was performed after attempts to boost pressure with norepinephrine (nad) failed to produce a response. Cag showed slow flow (timi 1) in the rca and no delay in contrast in the left coronary artery (lca). Tte showed decreased right ventricular wall motion, suggesting right ventricular infarction due to air embolism. A 6fr guiding catheter was inserted into the rca, and after angiography, vital improvement was observed, indicating that the air emboli had resolved. Cerebral angiography was subsequently performed, revealing no air emboli on either side, and it was determined that acute treatment was unnecessary. Pulmonary vein isolation was performed with pfa as planned, completed in 32 applications. The procedure was completed successfully. After extubation in the cath lab, no paralysis was observed in limb movements, and the patient was monitored. After discharge from the ablation lab, the patient was readmitted to the hospital due to symptoms of spasticity and inability to write. Magnetic resonance imaging (MRI) findings showed asymptomatic cerebral infarction, but no symptomatic cerebral infarction. It is believed that the convulsions led to the patient's intubation, and plans were made to extubate the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. It was also determined that the st segment elevation, air embolism, hypotension, myocardial infarction, ischemia stroke, hypoxia and muscle spasm are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: no abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of air embolism are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Based on the information provided, the reported events of st segment elevation, air embolism, hypotension, myocardial infarction, ischemia stroke, hypoxia and muscle spasm are known inherent risks of the faradrive device. T segment elevation, air embolism, and myocardial infarction are considered within the risk threshold of embolism. Ischemia stroke is considered within the risk threshold for surgical complications and hypoxia is considered within the risk threshold for respiratory complications. Embolism, stroke/transient ischemic attack (tia), hypotension and muscle spasm are expected procedural complications addressed within the faradrive IFU.

Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. While mapping the left atrium, a decrease in blood pressure, st elevation, and reduced right ventricular wall motion were noted via transthoracic echocardiography (tte). Coronary angiography (cag) revealed air embolization in the right coronary artery (rca). The procedure was completed using the device, which is expected to be returned for analysis. The patient presented with paroxysmal atrial fibrillation (paf). Upon entering the room, the patient was in sinus rhythm (sr). After baseline measurements, a pre-map was made with faradrive and orion. Before completing the left atrium (la) map, a decrease in spo2 was observed (hypoxia). While considering ventilator setup to improve oxygenation, a wide qrs complex and a decrease in blood pressure were confirmed. During preparation for cag, shock vitality was observed, and intubation was performed after attempts to boost pressure with norepinephrine (nad) failed to produce a response. Cag showed slow flow (timi 1) in the rca and no delay in contrast in the left coronary artery (lca). Tte showed decreased right ventricular wall motion, suggesting right ventricular infarction due to air embolism. A 6fr guiding catheter was inserted into the rca, and after angiography, vital improvement was observed, indicating that the air emboli had resolved. Cerebral angiography was subsequently performed, revealing no air emboli on either side, and it was determined that acute treatment was unnecessary. Pulmonary vein isolation was performed with pfa as planned, completed in 32 applications. The procedure was completed successfully. After extubation in the cath lab, no paralysis was observed in limb movements, and the patient was monitored. After discharge from the ablation lab, the patient was readmitted to the hospital due to symptoms of spasticity (musclie spasm) and inability to write. Magnetic resonance imaging (MRI) findings showed asymptomatic cerebral infarction (ischemia stroke), but no symptomatic cerebral infarction. It is believed that the convulsions led to the patient's intubation, and plans were made to extubate the patient.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. It was also determined that the st segment elevation, air embolism, hypotension, myocardial infarction, ischemia stroke, and hypoxia are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: no abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of air embolism are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Based on the information provided, the reported events of st segment elevation, air embolism, hypotension, myocardial infarction, ischemia stroke, and hypoxia are known inherent risks of the faradrive device. T segment elevation, air embolism, and myocardial infarction are considered within the risk threshold of embolism. Ischemia stroke is considered within the risk threshold for surgical complications and hypoxia is considered within the risk threshold for respiratory complications. Embolism, stroke/transient ischemic attack (tia), and hypotension are expected procedural complications addressed within the faradrive IFU .

Event description:
During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. While mapping the left atrium, a decrease in blood pressure, st elevation, and reduced right ventricular wall motion were noted via transthoracic echocardiography (tte). Coronary angiography (cag) revealed air embolization in the right coronary artery (rca). The procedure was completed using the device, which is expected to be returned for analysis. The patient presented with paroxysmal atrial fibrillation (paf). Upon entering the room, the patient was in sinus rhythm (sr). After baseline measurements, a pre-map was made with faradrive and orion. Before completing the left atrium (la) map, a decrease in spo2 was observed (hypoxia). While considering ventilator setup to improve oxygenation, a wide qrs complex and a decrease in blood pressure were confirmed. During preparation for cag, shock vitality was observed, and intubation was performed after attempts to boost pressure with norepinephrine (nad) failed to produce a response. Cag showed slow flow (timi 1) in the rca and no delay in contrast in the left coronary artery (lca). Tte showed decreased right ventricular wall motion, suggesting right ventricular infarction due to air embolism. A 6fr guiding catheter was inserted into the rca, and after angiography, vital improvement was observed, indicating that the air emboli had resolved. Cerebral angiography was subsequently performed, revealing no air emboli on either side, and it was determined that acute treatment was unnecessary. Pulmonary vein isolation was performed with pfa as planned, completed in 32 applications. The procedure was completed successfully. After extubation in the cath lab, no paralysis was observed in limb movements, and the patient was monitored. After discharge from the ablation lab, the patient was readmitted to the hospital due to symptoms of spasticity (musclie spasm) and inability to write. Magnetic resonance imaging (MRI) findings showed asymptomatic cerebral infarction (ischemia stroke), but no symptomatic cerebral infarction. It is believed that the convulsions led to the patient's intubation, and plans were made to extubate the patient.